Event description:
Customer reported device = "hi" and twenty one minutes later, lab = 236 mg/dl. Seventeen minutes later, device = "hi" and lab = 217 mg/dl. Customer was unsure which device gave results and was unsure if the issue had to do with the device operator. No treatment was administered. Controls were in rnage, however no values were provided. A result for return product was made, however replacement was declined. No product is being returned for eval.